Manufacturer narrative:
The reported disassembly of the trigger and chuck was confirmed by a manufacturer repair technician through visual inspection. Upon disassembly, it was found that the trigger housing was cracked at the screw boss, which can lead to the reported event. The reported disassembly of both components can be caused by a material fatigue issue or impact.

Event description:
It was reported that during testing conducted at the user facility prior to the start of a surgical procedure the trigger of the device disassembled. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event. Upon receipt and testing conducted at the manufacturer facility it was reported that a piece of the chuck of the device disassembled. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.